Manufacturer narrative:
Additional information provided in h.10. This record is a duplicate of mfg# 2523835-2019-00274. There will be no further reports sent in. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after a glaucoma stent implant procedure, a patient experienced a decrease of endothelial cells. Additional information has been requested.